Event description:
T was reported that the patient with this left ventricular (lv) lead had an infection. The patient was treated with antibiotics. There were no additional adverse patient effects reported. The lv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).